Event description:
During an esophageal dilation for stenosis of the esophagus, a cook eclipse ttc wire guided balloon dilator was used. The device was advanced to the desired position, but the balloon would not inflate as expected under endoscopy or x-ray view. The device was retracted from the patient and tested; a leaking issue in the balloon was discovered [balloon leakage in the esophagus]. Another of the same device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The information received indicates that lubrication was not applied to the balloon prior to advancement through the endoscope. The instructions for use states: "apply a water soluble lubricant to balloon to allow easier passage through accessory channel." The information received also indicated that negative pressure was not applied to the balloon. A possible contributing factor to a leak in the balloon material is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use direct the user to "maintain balloon deflation with negative pressure." Prior to distribution, all eclipse ttc wire guided balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided that lubrication and negative pressure was not applied prior to advancement through the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the device found that the balloon material had ruptured at the proximal end of the balloon. No other portion of the device was found to be damaged or missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device found the balloon material to be ruptured. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The information received indicates that lubrication was not applied to the balloon prior to advancement through the endoscope. The instructions for use states: "apply a water soluble lubricant to balloon to allow easier passage through accessory channel." The information received also indicated that negative pressure was not applied to the balloon. A possible contributing factor to a leak in the balloon material is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use direct the user to "maintain balloon deflation with negative pressure." A rupture or tear in the balloon material can also occur if the balloon comes in contact with a sharp object or burr in the endoscope accessory channel. Prior to distribution, all eclipse ttc wire guided balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.